Event description:
This is not a customer complaint. No customer related to this pr 4049770. Confirmed with product quality engineer - kim he. This pr was created for iia-2945-2023-340_rev.a_ unidentified icon not list in IFU for explanation. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation h3 other text : all dfm100 device with software revision 2.00.32.

Event description:
It was reported to philips that when the dfm100 device generates an 'incompatible battery' alarm with an audible tone in the technical alarm area, the battery status icon on the device screen is accompanied by the question mark symbol. The symbol is not defined in the battery status icon section of the dfm100 IFU. Additional information is requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
During the internal review of the issue impact assessment for the dfm100 incompatible battery case [ref-03], it was found that a question mark symbol on the dfm100 battery status area was not explained in the dfm100 IFU[ref-02]. When the dfm100 device generates an 'incompatible battery' alarm with an audible tone in the technical alarm area, the battery status area on the device screen is accompanied by the question mark symbol. The inclusion of an unidentified icon within the product¿s design has the potential to confuse the user. This unidentified symbol occurs alongside the 'incompatible battery' error but is not attributed to the error within the IFU, therefore the user is unable to determine whether the symbol is associated with the 'incompatible battery' error or a separate error. Question mark in battery status area missing explanation in IFU does not meet iso 20417 [ref-07] clause 5.2a): any graphical information that is replacing text such as pictograms, symbols, safety signs and safety-related identification colors used in the information supplied by the manufacturer shall have the meaning explained in the accompanying documentation. The incompatible battery alarm was implemented in the pearl 2.1 phase 2 project [ref-06] in (B)(6) 2022. This question mark symbol in battery status area is defined as a requirement of the dfm100 user interface specification [ref-04] under the battery status icons specification ui28097. The incompatible battery alarm has been listed in table 52 power-related alarm and table 53 general problems of dfm100 IFU [ref-02]. However, the question mark symbol in battery status icon was not defined in the dfm100 IFU[ref-02] request for solution ticket (B)(4) for dfm100 and (B)(4) for intrepid was created to trace the IFU update. No related or possible related complaints were found in the review complaints. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
This pr was created for iia-2945-2023-340_rev.a_ unidentified icon not list in IFU for explanation. During the internal review of the issue impact assessment for the dfm100 incompatible battery case [ref-03], it was found that a question mark symbol on the dfm100 battery status area was not ex-plained in the dfm100 IFU[ref-02]. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.